Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection did not find visible defects and microscopic inspection of the fiber tip indicated it was mildly degraded. Analysis identified distorted light exiting the connector face, indicating an internal connector fractured. The aiming beam was bright and round. Although based on these observations, the reported event is confirmed. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. The labeling review found that the product instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on all this information, the investigation conclusion code assigned is cause traced to component failure which indicates: expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that post ureteral lithotripsy procedure, upon inspection, it was found that there was a circumferential fracture around the lens surface at the connection between the fiber and the console. It was noted the reusable fiber had been used approximately three times. The procedure was completed with another of same device. The patient condition following procedure was stable, there was no patient complication.

Event description:
It was reported that post ureteral lithotripsy procedure, upon inspection, it was found that there was a circumferential fracture around the lens surface at the connection between the fiber and the console. It was noted the reusable fiber had been used approximately three times. The procedure was completed with another of same device. The patient condition following procedure was stable, there was no patient complication.